Event description:
Dexcom g7 is a dangerous device because of malfunctions and not giving correct blood glucose numbers. When numbers fall to a dangerous low and device is wrong it is very serious for us diabetics.